Event description:
It was reported that during a patient event, the AED prompted the user to open the packet containing the defibrillation electrodes and to place the electrodes onto the patient. Once the electrodes were placed on the patient, the AED then looped back and started the voice prompts at the beginning again. The device was never available to deliver a defibrillation shock because of this. Approximately five (5) minutes passed before the emt's arrived with a backup device. The patient was then shocked four (4) times. The patient did not survive the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The cause of the reported failure could not be determined.